Event description:
Caller reported a repeated cgm error 42 with the pump, which had occurred three or more times previously. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and confirmed that the pump would be replaced due to the persistent error. The customer did not have a backup insulin delivery method available and intended to contact their healthcare provider. They were informed that the replacement pump would come with updated software, and instructions were given for returning the defective pump to avoid future charges. Technical support also provided instructions on storing the pump and advised the customer to program their settings and connect the cgm to the new pump. The caller acknowledged and understood all instructions, and the replacement pump was shipped without requiring a delivery signature.